Manufacturer narrative:
Analysis was performed by onsite service personnel which included diagnostic testing. The results of the analysis indicate the nbp equipment malfunctioned. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was nbp pump malfunction. The issue was resolved by replacing the nbp pump (453564673781). After repair was completed, the device passed functional testing. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the non-invasive blood pressure (nbp) measurement is low. The device was not in use on patient at time of event, there was no adverse event reported.